Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 43561 was returned and analyzed. Visual inspection of balloon catheter showed it was intact with no apparent issues. The catheter failed the performance test upon connecting to the console and submerging the shaft inside the water due to system notice 50005 (the safety system has detected fluid in the catheter and stopped the injection). Performing visual inspection under the microscope showed the coating of the guidewire was partially removed, with the wire trapped between the lumen and the injection tube. Another part of the guidewire was found folded. The dissection/pressure test did not show any leaks or traces of liquid/blood inside the catheter. In conclusion, the balloon catheter failed the returned product inspection due to the guidewire lumen detection wire having damaged insulation. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.